Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported a malfunction alarm occurred. Upon reloading a cartridge a minimum fill notification occurred with an unknown amount of insulin. Customer's blood glucose 197 mg/dl. Reportedly, customer loaded a new cartridge and resumed insulin delivery.